Manufacturer narrative:
227567 evaluation statement: the reported event of a nuisance ail alarm could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement

Event description:
The customer reported that the pump was alarming for air in line but there was no air in the tubing. Another unspecified "error" alarm occurred on a channel with no IV running. All IV drips were moved to another/new pump. No alarms were noted on the new pump. Biomed reported that the air -in-line sensor was replaced.